Event description:
The device was implanted and de-aired with no problems. Off cardio-pulmonary bypass, air was noted in the aortic line. Bypass was immediately initiated and the device examined. A leak was discovered in the inflow valve housing, all also appeared normal. The device was removed from the ventricle and a new inflow valve was prepped and attached and then anastomosed. The pt did not regain consciousness following surgery/anesthesia and was presumed to have suffered air embolus which rendered her brain-dead.